Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000068040. Exact date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2023-01422. To enter MRI mode due to impedances on their lead. It is unknown which lead contributed to this issue. Surgical intervention occurred on (B)(6) 2023 during which the lead was repositioned to address the issue.